Event description:
A (B)(6) male pt contacted zoll customer support to report that he could not connect the electrode belt to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot connect electrode belt to monitor) has been confirmed. Upon evaluation, there was a bent pin in the electrode belt trunk cable connector. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted form the defective electrode belt connector. The pr received a replacement electrode belt